Event description:
It was reported that during a lower anterior resection, the device was fired and staples were deployed. Then the circular stapler was inserted intra-anally to complete the anastamosis. One the anastamosis was complete the staple line was checked for a leak. At this point it was noted that the staple line from the device was very disrupted as if the staples hadn't formed completely. As a result the staple line was leaking. The surgeon then resected the poor section and re-performed the anastomosis without any patient consequence.